Event description:
A (B)(6) patient presented with an atrial septal defect (asd). Toe measurements indicated 28mm in one view and 32mm in another. A 34mm amplatzer sizing balloon (sb) was prepped and inserted into the defect. The sb was inflated and the stop flow method was used to determine the size of the defect. It was noted that a thin membrane appeared within the defect that was not noticed before and two defects were suspected. The balloon was reinflated and then a marked waist was noted but the measurement was 22mm. A 22mm amplatzer septal occluder (aso) was inserted. Once the device was in place they detached it from the delivery cable. The aso embolized into the right atrium. A micro snare was used to snare the aso and pulled it successfully though the 10f amplatzer torqvue delivery system (dtv45) sheath. A second 10f dtv45 was opened and a 24mm aso was prepped and inserted into the defect. The aso was positioned and tested for stability. The aso was released from the delivery cable and it also embolized into the right atrium. The measurement of the secundum was 7mm from tip to aortic rim. Another micro snare was opened and an attempt to snare the 24mm aso was made but proved to be very difficult. The center hub of the right atrial disc was snared but was unable to be pulled back into the 10f dtv45 sheath. The patient's left femoral vein was accessed and a 14mm cook mullins sheath was inserted up to the right atrium. Another micro snare was used to snare the aso which was also unsuccessful. The right internal jugular vein was then accessed and a 6f standard hemostasis sheath was inserted. A 6f bioptome was inserted through the jugular sheath and an attempt to grab the aso was made. This was successful. After much manipulation with the micro-snare, the aso was snared from the right center hub of the device and pulled through the sheath without incident. Based on the initial toe measurement, a 28mm aso was prepped and implanted into the defect. Another push and pull technique was used to test for stability. When the aso was released, it maintained its position and was left in the patient. The sheaths were pulled and another transthoracic echo was performed to interrogate the rim and the valves to make sure the aso was not impeding any other cardiac structures. All seemed good and the patient was sent to the ward. A follow-up toe determined the inferior aspect of the 28mm aso disengaged from the secundum ridge (inferior aspect) and was now partially in the right atrium. The superior discs were still maintained on the svc secundum rim. The patient was sent to surgery on (B)(6) 2012 to have the aso removed and to surgically correct the asd. The patient is in good condition and will be discharged from the hospital on (B)(6) 2012. Please reference MDR #s 2135147-2012-00113 and 2135147-2012-00114 for the other asos used.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests.